Event description:
It was reported that during a routine follow-up visit, a reset occurrence was observed on the device. The device remains in use, but was scheduled for a manual guided restore to be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk file (B)(4), partial reset counter=1, fw reason hex=1004 reset wd reason=clkstop status, wd reason=20 on (B)(6) 2010.